Manufacturer narrative:
(B)(4). Investigation summary: there was no sample received. Only pictures of the sample were received for analysis. Upon visual inspection of the pictures, an used stratafix symmetric suture with body fluids and some sections without the thinnest part of the barbs could be observed. All stratafix symmetric product is 100% inspected prior to release. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch.

Manufacturer narrative:
(B)(4). The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch pak608, expiration date: 12/31/2020, date of mfg.: 01/25/2019; batch paz316, expiration date: 12/31/2020, date of mfg.: 01/11/2019/ in addition, a manufacturing record evaluation was performed for the possible batch numbers and no non-conformance's were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: the patient demographic info: age, gender, weight, bmi at the time of index procedure. Unk. The diagnosis and indication for the index surgical procedure? An open reduction and internal fixation of pelvic and acetabular fractures operation. What tissue type and location of suture placement? The muscle fascia layer of the incision. Were any solutions placed into the surgical site? Unk. If applicable, will the product be returned, return date, tracking information? No. What device was used during the revision procedure on (B)(6)? Vcp suture. What is the physician¿s opinion as to etiology of or contributing factors to this event? Suture quality, the barb could not engage the tissue. What is the patient¿s current status? Stable at this time.

Event description:
It was reported that a patient underwent open reduction and internal fixation of pelvic and acetabular fractures operation on (B)(6) 2019 and a barbed suture was used to close the muscle fascia layer of the incision. The modified stoppa approach was selected for the approach. On the second postoperative day, the patient had a ruptured incision, hematoma, cough and fever. A second operation was decided after consultation. On (B)(6) 2019, the patient underwent a revision surgery by another surgeon. During that procedure, after the subcutaneous suture was removed, severe cracking of the muscle layer was observed. It was also found there was no barb in the middle section of the barbed suture. It was reported that the two surgeons mentioned that no abnormality was found during the first operation, the incision could be tightened normally. In the second operation (3 days after the first surgery), it was felt that it could be easily extracted when removing the back end of the barbed suture, and careful observation revealed that the middle and back segment of the suture had no barbs. The surgeon opined that the wound dehiscence of the patient was related to the "unreliable" barb in the middle and posterior segment of the suture, leading to the second operation. It was opined that contributing factors to this event were suture quality and that the barb could not engage the tissue. The current condition of the patient was reported as stable.